Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause air in the patient line. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was air in the patient line during peritoneal dialysis (pd) therapy, in drain one. The home patient had disconnected during the dwell cycle without using proper technique. The patient did not have a cap for the patient line and the patient reconnecting. The technical service representative instructed the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.